Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26may2020.

Event description:
The customer reported a patient circuit occluded error, proximal line error, and that the ventilator produced the "pressure regulation high" diagnostic code. The device was being used for treatment when the reported event occurred; however, there was no patient harm.

Manufacturer narrative:
G4: 28may2020. B4: 28may2020. The customer did not respond to requests for additional information. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01jun2020. B4: 01jun2020. The customer replaced the da pcba (data acquisition, printed circuit board assembly) but the reported issue persisted. Technical support advised the customer to replace the mc pcba (motor controller, printed circuit board assembly). The customer did not respond to requests for additional information. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.